Manufacturer narrative:
The customer's reported complaint of the autopulse platform stopped compressions and displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to home position. In addition, the encoder drive shaft clutch plate is exhibited binding and resistance due to the age of the platform. The sticky clutch plate was deburred to address the issue. The autopulse platform passed functional test after drive shaft was rotated to the home position. Visual inspection was performed and found damaged front and bottom enclosures, damaged top cover, unrelated to the reported complaint. The front and bottom enclosures, top cover were replaced to address the issue. The autopulse platform is a reusable device and was manufactured in october 2007 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple error message (ua) 45 on the reported event date. Following the service, the platform was further tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for the autopulse. (B)(4). The driveshaft was rotated back to remedy both of these complaints.

Event description:
During device check, the autopulse platform would not start compressions. Additionally, customer noted user advisory (ua) 45 (not at "home" position after power -on/restart). No patient involved with this event.